Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that system with tags on flaps in the unknown eye resulted in incomplete flap during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer. Field service engineer performed and signed service installation record. The device meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows eight successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatments cannot be identified in the logfile. During first treatment the surgeon has had difficulties to reach a valid suction one and two value resulting in multiple docking attempts. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).